Event description:
Arthritis reactive [arthritis reactive] significant effusion and punctured 85 ml of clear synovial fluid [knee effusion] case narrative: this case was linked to case (B)(4). Initial information received on 14-dec-2018 from france regarding an unsolicited valid serious case received from a healthcare professional. This case involves a 54 years old male patient who experienced arthritis reactive and significant effusion and punctured 85 ml of clear synovial fluid (latency: 11 days), while he was treated with device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, injection dosage unknown (lot - unknown) once via intra-articular route for unknown indication. On (B)(6) 2018 11 days later, patient returned with a significant effusion. The doctor punctured 85 ml of clear synovial fluid. Corrective treatment was an injection of a vial of cortisone. Liquid analysis by lab showed negative culture, no infection. The patient had reactive arthritis. On (B)(6) 2018 the patient was recovered from arthritis reactive. No further relevant information was provided. Corrective treatment: cortisone for arthritis reactive and significant effusion and punctured 85 ml of clear synovial fluid and aspiration done for significant effusion and punctured 85 ml of clear synovial fluid. Outcome: recovered for arthritis reactive; unknown for significant effusion and punctured 85 ml of clear synovial fluid. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated on (B)(6) 2018for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 17-dec-2018. Global ptc number and its results were added. Text amended accordingly. Upon internal review on (B)(6) 2019 with clock start date of (B)(6) 2018, significant amendment performed for mir generation.

Event description:
Arthritis reactive [arthritis reactive]. Significant effusion and punctured 85 ml of clear synovial fluid [knee effusion]. Case narrative: this case was linked to case (B)(4) (cluster). Initial information received on 14-dec-2018 from france regarding an unsolicited valid serious case received from a healthcare professional. This case involves a (B)(6) male patient who experienced arthritis reactive and significant effusion and punctured 85 ml of clear synovial fluid (latency: 11 days), while he was treated with device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, injection dosage unknown (lot - unknown) once via intra-articular route for unknown indication. On (B)(6) 2018, 11 days later, patient returned with a significant effusion. The doctor punctured 85 ml of clear synovial fluid. Corrective treatment was an injection of a vial of cortisone. Liquid analysis by lab showed negative culture, no infection. The patient had reactive arthritis. On (B)(6) 2018, the patient was recovered from arthritis reactive. No further relevant information was provided. Corrective treatment: cortisone for arthritis reactive and significant effusion and punctured 85 ml of clear synovial fluid and aspiration done for significant effusion and punctured 85 ml of clear synovial fluid. Outcome: recovered for arthritis reactive; unknown for significant effusion and punctured 85 ml of clear synovial fluid. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated on 17-dec-2018 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2018. Global ptc number and its results were added. Text amended accordingly.